Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator; the unit displays high fio2 (fraction of inspired oxygen) alarms. The customer reported the unit delivers inaccurate fio2 and is consequently giving high fio2 alarms. The customer reported troubleshooting, but the issue was not resolved. There is no report of patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: it was reported that an authorized service representative was able to confirm the reported issue and resolved it by replacing the gas delivery engine. The device was tested and was returned to the customer operating to manufacturer specifications.